Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. Multiple requests for additional information have been requested from the healthcare provider; however, no additional details have been provided at this time. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 25mm 2700 aortic pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 14 years, seven (7) months due to severe aortic stenosis. The tavr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that a patient with a 25mm 2700 aortic pericardial valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of 14 years, seven (7) months due to severe aortic stenosis and mild aortic regurgitation. The patient presented in pulmonary edema from her severe as/ hfref. The aortic valve leaflets appear thickened with severely reduced motion. The tavr was performed with a 26mm 9750tfx transcatheter valve. The patient discharged on pod #6.

Manufacturer narrative:
H10: additional manufacturer narrative: updated b5, b7 updated f10 patient code for additional code - 1716 updated f10 device code for additional codes - 1077, 2921, 1457 updated h6 method code for additional code - 4112 updated h6 conclusion code for additional code ¿ 4301 h11: corrected data: corrected h6 conclusion code ¿ removed code ¿ 50.